Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced facial nerve stimulation with use of the device. The results of an integrity test (B) (6), 2009 indicated device malfunction. Explant and reimplantation is planned, but had not taken place at the time of this report january 20, 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(4), 2010; during the same surgery the patient was reimplanted with another device.(B)(4).